Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 377 mg/dl. The customer stated that she was stuck in the rewind complete/bolus delivery loop. The customer does see the bolus delivery screen with 0.0 units. The customer was assisted with clearing battery out limit and bolus stopped alert. The customer will be sent a replacement pump.